Manufacturer narrative:
The pump had missing straight line missing segments on display, anomaly isolated to the lcd board. No unexpected battery out limit alarms after battery change noted. Monitored pump and no frozen display noted. The pumps button response function properly. The pump was received with a cracked case all corners of display window and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and display anomaly. The blood glucose at the time of the incident was 12.0 mmol/l. The customer states they have a partial display with 3 line across the screen. The customer states the display is frozen and there is no response from the buttons. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.